Manufacturer narrative:
Additional information was received that per the physician, the cause of death was heart failure caused by dissection. Updated data: patient codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient presented with a significantly calcified left ventricular outflow tract (lvot) and a calcified aortic arch, and a horizonal aorta with an angle measuring 68 degrees. An inline sheath was used for the procedure. Access was easily gained and the delivery catheter system (dcs) was advanced. The valve was initially deployed at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The depth was thought to be affected by the patient's horizontal aorta. The valve was recaptured to aim for a higher implant depth. The valve was re-deployed at the same depth as the first attempt, therefore the implant team elected to fully release the valve. Hemodynamics were reported to be stable. A final contrast of the lower leg was performed, which revealed a dissection, however the location was unable to be confirmed. Local anesthesia was changed to general anesthesia to observe the dissection via transesophageal echocardiography (tee). Unspecified conservative treatment was performed. One day following the valve implant, a computed tomography (CT) was performed, which confirmed a type a aortic dissection, extending from the ascending aorta to the abdominal aorta. The patient was reported to be hypotensive. No treatment was performed for the dissection, per the family's request and the age of the patient. The cause of the dissection was suspected to be the movement from the pigtail catheter in the ncc during the valve recapture. The implant team also had suspicion that the dissection occurred at the time of the unknown wire cross, however could not be confirmed in review of the fluoroscopic record. The patient died two days after following the valve implant procedure.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.